Event description:
It was reported the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Suspected cause was due to having a basal rate setting that was too low. Customer addressed high bg with a correction bolus via pump and manual dose injection. Customer updated the basal rate setting to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.